Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device did not display an a2 (battery low) error message on (B)(6) 2011. Patient stated he noticed the display was "empty." Patient reported he changed the battery and the infusion device started up but then the infusion device displayed an e2 (battery depleted) error message. Patient stated he changed the battery 3 times but no success. Patient reported he changed the battery cover and still no success. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.